Event description:
Pt was sitting in the convalescent recliner with the recliner tray locked in place. Pt manipulated the tray and was able to remove teh tray from its secured position. Pt then stood up and promptly fell on buttocks. There was a question as to whether or not one of the latches for the tray was properly working at the time the pt was placed in the recliner.